Event description:
It was reported that transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed. Ablation of the pulmonary vein was performed, followed by implant of a 27mm watchman flx laa closure device in the intended location. The patient was prescribed rivaroxaban. Post-procedure the patient had gout and was treated with steroids. The patient was discharged three days post-procedure. Four days post-procedure, the patient presented to the emergency department with difficulty speaking. The patient was admitted to the hospital and diagnosed with a tia. Transesophageal echocardiogram did not reveal thrombus on the watchman device and it appeared to be positioned correctly. The physicians suspect the steroids administered for treatment of gout affected the efficacy of the patient's diabetic medications which resulted in very high blood sugar levels, possibly causing the tia. No additional information is known.